Event description:
A report was received that a pt was explanted due to infection. The location of the infection was on the pocket site. The pt was prescribed keflex antibiotics.

Manufacturer narrative:
The explanted devices were not returned to bsn, as they were discarded by the medical facility.